Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 30 mmol/l. The patient stated that there were air bubbles in the tubing but no leaks and no issues with the infusion set or cartridge. Troubleshooting indicated that the patient was over pressurizing the insulin vial when filling the cartridges. The patient was advised on the proper filling technique of the cartridges. This report is made based on the allegation that the patient experienced hyperglycemia related to cartridge filling technique.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.